Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a broken shell, and missing piece of the shell. The device was underweight. A microscopic analysis was performed which identify striated opening. Based on the device analysis the final assessment is a striated edge break on anterior side assessed as surgical damage, and missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.